Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power during a vitrectomy procedure. The surgeon was able to complete the case using the same equipment. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming laser indirect ophthalmoscope (lio) fiber was replaced. No problems were found with the system, but the ar stated that the nitrogen gas was not available, so the service test procedure (stp) could not be performed on the system. However, the laser was tested on the laser system and found to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser indirect ophthalmoscope (lio) fiber. The manufacturer internal reference number is: (B)(4).